Manufacturer narrative:
The sensitivity was reprogrammed and this resolved the oversensing. At this time, this defibrillation lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that during a normal patient follow up, it was discovered that this right ventricular defibrillation lead was oversensing the atrial lead, resulting in ventricular pacing inhibition. No adverse patient effects were reported, but this patient is pacemaker dependent.